Manufacturer narrative:
(B)(4). Batch #: w7032c. Additional information was obtained: the device was activated under the advanced hemostasis mode although the front button was pressed. An unexpected low sound was heard. There is a possibility that the output level was 4 or less for some reason. The patient is stable. The blade was broken when packaging the device after the device was replaced. No pieces fell into the patient, and no adverse consequences to the patient. The broken pieces are missing, so there is a possibility that the broken pieces fell into the patient? There is no possibility the broken pieces fell into the patient because the blade was broken when the nurse packaged the device to return it. Did the patient experience any adverse consequences due to this issue? No, there was not any adverse events. What efforts were made to locate the pieces of the blade during the procedure? The broken piece was occurred out of the patient. Was this procedure converted to an open procedure? No, the procedure was completed as usual. Are there any plans to locate the pieces? No, this incident was occurred out of the patient. Was there any change in the patient care as a result of this event? No, the patient care was taken as usual. What is the current patient status? The patient still stays in hospital and will discharge on schedule. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was functional when the hand activation buttons were pressed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device lot/batch w7032c, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that, during laparoscopic hysterectomy, the device was activated under advanced hemostasis mode on its own, and the device became not to function. It was also found that the blade was broken when packaging the device. The broken pieces are missing, so there is a possibility that the broken pieces fell into the patient. The device was used on ligament. Gen11 was used. Another device was used to complete the case. No further information is available.